Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose declined to 40 mg/dl on (B)(6) 2015. It was also found the customer's blood glucose rose to 350 mg/dl that same day. The customer also noted a kink in the infusion set tubing. Customer stated they have changed the infusion set. The customer declined to return the insulin pump for analysis.